Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after tka surgery had been performed on unknown date, the patient experienced anterior knee pain and instability due to the peg of the poly had broken off and there was lot of wear. This adverse event was addressed by revision surgery to exchange the gii ps hi flex isrt sz 7-8 11 with a constrained poly on (B)(6) 2022. Current health status of patient is good.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The post of the device is broken off, rendering the device inoperative. The clinical/medical evaluation concluded that per case details, after a tka surgery was performed (date unspecified), the patient experienced anterior knee pain, instability and a revision due to ¿the peg of the poly had broken off.¿ reportedly there was also a lot of wear. The patient¿s current health status is good. No additional requested clinically relevant information was provided. Without the requested information, the root cause of the reported symptoms and events cannot be definitively concluded and the patient impact beyond the reported anterior knee pain, instability and revision cannot be determined. The patient¿s current health status is good and no further clinical/medical assessment can be rendered. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.